Event description:
Boston scientific received information that this patient, with a history of complete heart block (chb) and implanted dual chamber pacemaker system, was recently evaluated. The patient, whose device had never been checked, was presented with chb and hypertension. The device was interrogated and had not triggered elective replacement indicator (eri) and was associated with a longevity estimate of less than 6 months. Pacing impedance measurements could not be obtained and there was no capture in the right atrium (ra) or right ventricle (rv). P/r-wave measurements and the programmed device parameters remained unchanged. The physician noted that the device was interrogated again and the battery status indicator now displays beginning-of-life (bol). Additionally, the patient did receive external defibrillation for an earlier ventricular tachycardia (vt) episode. Technical services discussed the possibility of a device or lead issue for the loss of capture and the impact of external defibrillation on the device. Surgical intervention was performed to implant a temporary pacing lead.

Manufacturer narrative:
A request for additional information was sent to the local area field representative. No additional information is available at this time and records indicate this product remains in service. Should additional information become available this report will be updated.